Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, sub acute thrombosis occurred. A 2.5 x 12 mm taxus express2 drug eluting stent (des) had been selected and implanted to treat an unk lesion. The following day, the stent was blocked with thrombosis. An unk device was used to perform a suction removal of the clot. The area was reballooned with an unk type balloon. There were no add'l pt complications reported with the pt's current condition listed as "ok". Add'l info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.